Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had to visit emergency room due to high blood glucose on an unsure date of weekend ((B)(6)) with blood glucose of 400 to 500 mg/dl. Patient's other blood glucose value: 287 mg/dl. High blood glucose troubleshooting was declined. The customer was hospitalized due to ketones once. No delivery alarm, cosmetic damage on pump and bent cannula were also reported. The customer experienced symptoms such as vomiting and diabetic ketoacidosis. The customer was treated with manual injection and long acting insulin. The device is expected to be returned for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, rewind test, excessive no delivery test and compromised force sensor system alarm. No excessive no delivery alarm noted. Device received with cracked reservoir tube lip, stained end cap sticker, stained back address label and minor scratched lcd window.